Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the device .device programmed with multiple glucose sensor value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 38 mg/dl, 90 mg/dl and 38 mg/dl. The customer reported that they treated low blood glucose level with food. The customer also mentioned that they were hospitalized due to surgery not related to diabetes. The customer reported that they had issue of insulin flow block alarm while delivering bolus. The customer reported that the insulin exited quick release. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the low blood glucose level event.